Event description:
A pt return grounding pad was used during a percutaneous radio frequency ablation procedure in the retroperitoneum of a female pt (age and weight unk) in 2008. According to the complainant, "when the second ablation was started with pulling the needle proximally to the lesion for 18 minutes, it was noticed that the message of pad error appeared. When the pad was replaced with a new pad on the left femoral region, a small burn was noticed. The peeled skin was adhered to the replaced pad and an ointment (unknown product) was applied." The complainant reported that the pt's condition was "good" and "no further intervention was needed."

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database revealed three additional complaints for the same lot. Two of the complaints were from the same customer for a similar issue. The third complaint was for difficulty connecting.